Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to power on. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the host pc did not start up normally and the bios battery has no power, and the voltage of battery is 1.7v. Fse replaced the bios battery. After the replacement of bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.